Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked belt clip slot, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump's battery cap was damaged. Customer stated that they had attempted to unscrew the battery cap and found it to be stripped. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but most likely when try to change the batteries. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 223 mg/dl at time of reporting. Nothing further reported.